Event description:
A discordant troponin result was obtained on a patient sample. The sample was initially run in duplicate. The discordant result was not reported to the physician. The sample was repeated. Patient treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. After evaluation of the instrument and instrument data, the fse determined that the cause of the discrepant troponin results was a bent sample carousel home flag. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.